Manufacturer narrative:
Bench repair evaluated the device and confirmed reported problem. Unit is not turning on when connected to power. The power supply has no power output when tested. The bench repair replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards. The removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. If the component is received, an evaluation will be performed, and an additional report will be submitted.

Event description:
The customer called technical support (ts) and reported that the device shows no communication while connected and no ac power. The customer requested bench repair. There was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.